Event description:
A call was rec'd by the MFR from the user facility that during surgery the glass in the light handle of an overhead surgical light had broken during the movement of the light. The person reporting the incident indicated that fragments of glass had apparently fallen into the eyes of three staff members and into the open knee incision of the pt. During the follow-up investigation by the MFR, the broken handle was replaced and the damaged handle was returned to the MFR for inspection. The handle has been sent to the MFR's parent co in germany for investigation of cause.